Event description:
The following information was reported via user facility medwatch report # 3600520000-2014-8033: "mynx device was attempted to be deployed but was unsuccessful. Manual pressure was used to obtain hemostasis with d-stat." Intended procedure: left cardiac catheterization.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1413601) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).